Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The device's ECG receptacle was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity log showed the customer had ECG lead off, no qrs detect and change leads errors when cycling through lead views. These errors can occur when there is poor coupling between patient and device. Poor coupling can be a result of several factors and not necessarily a device malfunction. The multifunction cable or electrode pads used were not returned for evaluation. No trend is associated with reports of this type.